Event description:
It was reported that during pre-procedure testing (device change-out for normal battery depletion) the atrial lead exhibited noise. During the device change-out, the physician checked for connection issues to identify the source of the noise; however, there appeared to be no connection issues and the physician was unable to reproduce the noise. When the atrial lead was connected to the newly implanted device, noise was again observed. The atrial lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found on the save to disk review.